Event description:
Feedback report (3) reported (B)(6) 2026: during re-intervention for dislocated bladder catheter, a wound erosion above the peritoneal catheter was noticed. Remedial action taken: closed during the re-intervention that also re-inserted the bladder catheter. Exchanged bladder catheter and connector during re-intervention.